Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-200, lot unknown, description: triathlon prim cem fxd bplt #2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
Revision knee.